Event description:
Port pl 7/10/96. The port was flushed & the pt experienced pain. A cxr was done which showed the catherer had detached from the port. The catheter was removed via snare through the groin.

Manufacturer narrative:
A lot history review is not possible since the product code and lot number are unknown. The complaint of subcutaneous breakage is confirmed, and should be recorded as user-related due to evidence of tubing damaged through an improper connection and the use of traumatic instruments on the silicone catheter. The instructions for use gives detailed instructions on how to properly connect the catheter, and warns against catheter damage through instumentation.